Manufacturer narrative:
Correction made to d1 and d4. Additional information was added to b5, g4, h3, h4, h6, and h11. B5: upon additional information, update "an unspecified quantity of" to "three (3)". The event was observed during patient administration. H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional testing with tap water was performed, and no leaks were identified from the spike port bonding area or from other locations. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva tpn bags were leaking from the amber colored port. The leaks were discovered during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.